Manufacturer narrative:
Product event summary #analysis information -- 2016-06-09 17:48:26 cst pli# 30 product ID# 419478 the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.